Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral femoral approach. The 100% stenosed target lesion was located ina severely calcified anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was selected and advanced for dilation. Upon the 3rd inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es catheter with a coyote es shelf box. The batch number on the packaging and device matched the reported batch number. There was blood in the inflation lumen. The shaft was kinked 43cm and 93cm from the hub. Magnified inspection revealed a pinhole in the balloon wall adjacent to the distal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The pinhole was microscopically inspected and this inspection revealed no evidence of material or manufacturing deficiencies contributing to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral femoral approach. The 100% stenosed target lesion was located ina severely calcified anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected and advanced for dilation. Upon the 3rd inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.